Event description:
The instrument was returned with the complaint that the insulation was "rubbing off". The instrument was not being used in a surgical procedure when the damaged insulation was noticed. No patient harm, adverse outcome or injury was reported.